Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. However, unexpected replace battery alarm, replace battery now alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, serial number label fading, end cap address label faded and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.